Event description:
It was reported that vessel dissection and stent dislodgement occurred. The target lesion was located in a very calcified and tortuous right coronary artery (rca). The physician used two unspecified guide wires to provide additional support and predilated the distal part of the lesion with unspecified balloons. A 2.25x12mm promus premier¿ stent was advanced but would not deliver despite of several attempts. The stent was removed and the physician predilated the lesion some more and reinserted the stent on the other buddy wire. It was then noted that the stent was dislodged in the proximal vessel when the stent was removed on the first wire. The physician dilated the dislodged stent and came to realized that the first wire went in the subintimal space which is were the stent is. No patient complications were reported and no harm was done to the patient.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).